Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient tested for free thyroxine (ft4 ii). The customer provided the sample for investigation. Of the data provided, erroneous ft4 ii results were identified between the customer's e602 analyzer, an e 170 analyzer used at the investigation site and an e411 analyzer used at the investigation site. The erroneous results were reported outside of the laboratory. The initial ft4 ii result from the customer's e602 analyzer was 2.76 ng/dl. The sample was repeated twice and the results were 1.48 ng/dl and 1.52 ng/dl. The sample was submitted for investigation. During the preliminary investigation the ft4 ii result from the e170 instrument used at the investigation site was 1.53 ng/dl and the ft4 ii result from the e411 instrument used at the investigation site was 1.57 ng/dl. No adverse event occurred. The customer's e602 analyzer serial number was not provided. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.